Event description:
Boston scientific received information that the lead was dislodged during routine follow-up with the patient. The lead was explanted and out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.